Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the "mid 200 mg/dl" range. Reportedly, elevated bg's are due to the customer's eating habits. Customer's health care professional recommended a new personal profile be created. Customer delivered a bolus to stabilize blood glucose levels. Tandem technical support guided the customer through creating a new personal profile.